Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain five of five of peritoneal dialysis therapy. The patient stated that they were feeling distended and overfilled. The technical service representative (tsr) reviewed programming with patient; the fill volume was programmed at 2200ml, last fill volume 0ml, and an ultrafiltration volume of 500 ml. The tsr also reviewed the therapy log with the patient, it was determined that the patient¿s fill volume was 2200ml, drain volume was 3569ml, and cycle five ultrafiltration was 1378ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device, simulated-use testing and a visual inspection. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was one or more cycles were advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.